Manufacturer narrative:
The customer replaced the power management (pm) printed circuit board (pcb) and power switch overlay to resolve the issue. The unit was tested, and it was returned to service.

Manufacturer narrative:
Report date: 15sep2021.

Event description:
The customer reported that unit does not alarm as required after starting up. The alarm gave a very brief chirp. The red alarm light emitting diode (led flashed and check vent alarm message was on screen. The device was not in use on a patient. No patient or user harm was reported. The remote service engineer (rse) instructed customer to power down unit, disconnect battery and alternating current (ac) power, then reconnect power and turn unit on. The unit powered on and alarms are functional without alarm message on screen. The customer confirmed "alarm led failed¿ error code in log. The rse advised the customer that problem is intermittent but could reoccur and to replace power management (pm) printed circuit board (pcb) to correct and power switch overlay could also be replaced as a precaution. The customer states he will replace parts and requested follow up is not needed. Further information is pending.